Event description:
It was reported that on unknown date in 2021, the patient underwent a tibia procedure. During the procedure, the t-chuck handle locked in place after tightening around the reaming rod and was not able to be loosened. There was a forty-five (45) minute surgical delay. The procedure was successfully completed. There was no patient consequence. This report is for one (1) universal chuck. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Event occurred on an unknown date in 2021. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.